Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during a shoulder surgery the silver part of the tip of the premiere90 electrode was missing. X-rays were used and confirmed that the fragment of the device was not in the patient´s body, however it could not be found. The complaint device was received and evaluated in (B)(4) laboratory. Visual inspection revealed that the metal plate on the active tip is not attached. The piece was not returned. The cable was in good condition as well as the connector and pins. The suction tube showed saline residues, and the electrode tip showed signs of activation. The electrode was sent to manufacturer for further investigation. The vapr premiere 90 electrode -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection of device received by customer. The visual inspection revealed that the device was not returned in its original packaging. The active tip of the device was confirmed to be missing from the distal assembly. A closer inspection showed that it was the top section and a portion of the leg that was missing, and a section of the tip leg remained in place. The edges of the remaining section of active tip were not rounded and there was tissue debris on the fracture face and saline residue in suction tube. Finally, the shaft, handle, cable and plug of the device did not show any obvious visible damage and was in an as expected condition. The electrical and functional test were not conducted due to the condition of the device. A DHR review has been performed for (B)(4); no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product DHR & ra no correction action is deemed necessary at this time. Closer inspection showed that the fracture was lower down the leg of the active tip; therefore, this complaint can be confirmed. Historical evidence has shown that active tip failures fail by erosion of the suction tube of the device. In this instance this was not the case, and the failure was more likely as a result of a mechanical bending moment applied to the tip causing a fracture to the leg of the device. It was also possible that the integrity of the active tip may have been substandard resulting in a weaker tip, requiring less force, or bending moment to cause this failure. The fracture seen although similar to the active tip fractures seen as part of a CAPA investigation, this fracture has occurred at the lower point of the active tip leg as opposed to the top of the active tip leg. This complaint will be added to the scope of a CAPA to provide root cause analysis and identify a corrective and/or preventive action plan. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during a shoulder procedure on (B)(6) 2021, it was observed that the silver part of the tip on the premiere90 electrode device was missing. An x-ray confirmed that the fragment of the device was not in the patient´s body, however, it could not be found. During in-house engineering evaluation, it was determined that the active tip on the device was missing from the distal assembly. A closer inspection showed that it was the top section and a portion of the leg that was missing, with a section of the leg tip remained in place. It was further determined that the edges of the remaining section of active tip were not rounded and there were tissue debris on the fracture face and saline residue in suction tube. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.